Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot number 58020uq08. Trending review for the architect total bilirubin assay determined there were no trends for false depressed patient results. Return testing was not completed as returns were not available. The complaint data states the customer is happy with instrument performance and believes the sample was short as it was pediatric sample. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect total bilirubin reagent lot 58020uq08 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no further information was provided. This issue was previously reported under MDR number 3016438761-2021-00151 under the same suspect medical device but an incorrect manufacturer name, city and state. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely depressed architect total bilirubin result. On (B)(6) 2021 sample ID (B)(6) generated 16.4 and repeat 117 umol/l. No impact to patient management was reported.